Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, white particles in the shell and creases flat. Cloudy in the gel observed after autoclave cycle based on the device analysis the final assessment is: no issues found related with the manufacturing process additional, changed, and/or corrected data: b5, d6b, d9, g1, h3, h6

Event description:
Healthcare professional reported capsular contracture, baker grade iii against left device. Device remains implanted.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.